Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Reportedly, the customer initiated a 10-unit bolus subsequently decreasing their bg level. Reportedly, paramedics were call, however no medical assistance was given and bg normalized. Tandem technical support confirm the pump was functioning as intended.